Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc), while the patient was connected in initial drain. The baxter technical service representative (tsr) explained the alarm to the caregiver (cg) and instructed the cg to cycle the power on the hc to clear the alarm. The tsr assisted the cg to end therapy. The cg will continue therapy with new supplies. There was nothing unusual noted about the supplies during troubleshooting that would cause or contribute to the alarm. There was no patient injury or adverse event associated with this report. No additional information is available.